Event description:
Information received with return of the device does not address the patient's clinical status but notes that the device did not maintain capture after connecting to the leads. Since capture was noted before connecting to the leads, the connection was checked three times.